Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.

Manufacturer narrative:
The product was retuned for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
The customer reported she tested her blood glucose and received a reading of 186 mg/dl on (B)(6), 2011 at 10:11am. At approximately 10:30 am, the customer reported she passed out and her husband called the paramedics. The paramedics administered something, but the husband could not remember what it was, and then transported the customer to a hospital. The customer was reportedly diagnosed with hypoglycemia and treated in the hospital, but the husband did not remember the treatment rendered to her. The customer also reported she ate food to alleviate her symptoms. There was no report of death or permanent impairment associated with this event.